Event description:
An add-a-vial spike was lodged in the spike of the secondary IV administration set (baxter 2c-74-51). The occlusion of flow resulted in a delay/omission of IV antibiotic dose. The dose was restarted two hrs after the original hang time.